Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator. It was reported that the patient (pt) was doing well post-lead replacement. The patient returned for a new lead implant on (B)(6) 2025. Lead impedances were checked and the leads look good. Patient is to come in for a new extension and ins placement on (B)(6) 2025. The hcp saw the patient in clinic for first programming and noted impedance for contact 2b was greater than 5000. They were going to program around that segment and pt will return to clinic in a few weeks. Patient stated no falls. No additional information at this time.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they didn't report any additional product but were reporting follow-up on an existing report at the time of follow-visit not surgical intervention. Follow-up visit provider stated elevated impedances of >5000 on 2b as reported on the follow-up. Patient only has one ins on the left side that is registered and that is the device that was programmed. The cause of the impedances is not determined and unknown. To resolve this issue, the provider didn't use that contact in program to get therapy. The issue is not resolved. Nothing is planned to correct it at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp). During a call for compatibility information, the hcp reiterated previously reported information that patient had a left side revision/replacement of extension cable. They initially stated it took place on (B)(6) 2025, however, upon further review of patient's chart, said that it took place on (B)(6) 2025. They noted that the chart indicated that there was a contact reading dysfunctional on impedance check preventing the patient from getting a needed MRI. When asked for event date, hcp noted that notes in patient's chart states that on (B)(6) 2025 they did re-programming to optimize symptoms and there was still an open circuit at 2b, tried adding stimulation level at 2b.